Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began at an unspecified time on (B)(6) 2017. The patient manages their diabetes with oral medication, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported that 4 hours after the alleged issue started they developed symptom of feeling ¿nervous¿, but denied receiving any treatment. At the time of troubleshooting, the csr noted that the subject meter was being used for the first time. The csr documented that the correct test strips were being used for testing and that there was no indication of misuse to the device. The csr confirmed the patient was able to turn the meter on manually when the power button was pressed but not when a test strip was inserted. Product was replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.